Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue could not be tested due to device components not returned. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed prior to the tavr. The sheath was upsized to 18f and the tavr was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.